Manufacturer narrative:
Device returned to manufacturer: the nc emerge balloon catheter was returned and analysis was completed. The investigation found numerous kinks on the device and a complete separation at 85.8cm distal to the strain relief, confirming the allegation of the shaft having been broken. The hypotube fracture surface was oval in shape indicating it was kinked prior to the separation. There was contrast in the inflation lumen and the balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a shaft break had occurred. A percutaneous coronary intervention was being performed when the shaft of the 4mm x 8mm nc emerge balloon catheter broke as it was being inserted. The break occurred outside the patient. The procedure was completed with another of the same device without further issue or patient injury.

Event description:
It was reported that a shaft break had occurred. A percutaneous coronary intervention was being performed when the shaft of the 4mm x 8mm nc emerge balloon catheter broke as it was being inserted. The break occurred outside the patient. The procedure was completed with another of the same device without further issue or patient injury.